Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that a patient underwent an anterior resection procedure on (B)(6) 2017 and a barbed suture was used to close the fascia. During the procedure, after three passes, the suture snapped. The surgeon discarded the suture and removed it from the wound. A different suture was used to close the fascia. The procedure was completed with no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
The representative samples were returned and examined for visual inspection. The sutures were dispensed without problem and examined along of the strand and no defects were observed. According the samples condition, no suture breakage was observed and the samples met the fg requirements.